Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2018 with the following findings: during investigation, visible moisture corrosion was found in the battery compartment and on the display. The alleged cloudiness in the display was caused by moisture condensation. Unrelated to the original complaint, the display was dim and pink. Additionally, the battery compartment was cracked near the top left corner of the grip pad. The leak test failed due to a leak from the battery compartment crack. The pump was opened to find moisture corrosion on the battery housing, motor assembly, and printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.